Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. When the monomer and the polymer of cement were mixed, it was not possible to use it as lumps condition. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI : (B)(4). This additional information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). It has been indicated that the product is available for return, but it has not been received by the manufacturer; however, an investigation has been initiated. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported during a primary surgery the surgeon mixed the monomer and polymer for the cement and it would not mix properly. The cement was very lumpy. Attempts have been made and no further information is available at this time.